Event description:
I previously had the depuy pinnacle hip implant device in "(B)(6) 2007. I had two yrs of severe pain, could not work full time. I had clicking, I had severe pain down my leg like stabbing. I had a serious limp and escalating back problems due to implant device. Had to have the depuy pinnacle hip implant device removed in (B)(6) 2010. I have been on pain mgmt for yrs due to this bad device. I have lost income and incurred additional medical bills to have this device removed after only 2.5 yrs. This is a bad device. You have to investigate the depuy pinnacle system. Dates of use: (B)(6) 2007 -- (B)(6) 2010. Diagnosis or reason for use: partial hip device broke into two pieces.